Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a catheter, guide wire and dilator along with a photograph depicting damage to the dilator. The guide wire is being investigated under a separate complaint ((B)(4)). The dilator was bent approx. 20 degrees and the dilator tip was damaged. Microscopic inspection of the tip revealed that it was pulled to one sided with a whitened appearance indicating an encounter with resistance. Due to the damage, the dimensions of the tip could not be measured. A review of manufacturing records did not yield any relevant finding. The provided instructions recommend enlarging the cutaneous puncture site with a scalpel and then using the dilator to enlarge the site as required. It is not known if a skin nick was made. Based on this evidence, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). An issue was also reported for the guide wire involved in this event. MDR# 1036844-2015-00409 has been submitted for that malfunction.

Event description:
It was reported that during insertion in ar, the dilator bent and the tip became damaged. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.